Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to eri, atrial lead was capped and replaced due to oversensing noise. The patient was asymptomatic and stable before, during and after the procedure.